Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The stylet/guidewire was kinked/buckled. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix partly retracted, the helix is bent and tissue visible on helix. Used alcohol to loosen tissue, helix does not retract due to being bent. Returned stylet is kinked at various locations. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, placement difficulty encountered. The rv lead was unable to position as the tip was extended several times without using the mechanism. Troubleshooting was performed, the rv lead was removed and inspected and tip was retracted via the mechanism, however when re-inserting the lead tip extended again. The rv lead was replaced with a different lead. No patient complications have been reported as a result of this event.